Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached end of life on august 6, 2006 with a reported charge time of 32 seconds. A manual capacitor reform was performed, which resulted in a fault code 1 error message due to a charge timeout. The battery voltage at the last follow-up on june 21, 2006 was 2.88 v. The patient was reported to have had an magnetic resonance imaging (MRI) test. A boston scientific technical services (ts) consultant recommended replacing the device, and the device was replaced with another non-guidant device. No adverse patient effects were reported. The patient later reported that he'd had a cat scan in october that he felt 'killed' his device and felt the hospital and doctor should have been aware and he has an attorney.